Event description:
The ventilator was returned to the filed service center for preventative maintenance. It was reported by the field service center that while performing a test, the ventilator turbine started to make a grinding sound and stopped running.